Event description:
Pt implanted with plate and screws on (B)(6) 2012. X-rays taken (B)(6) 2012. Five screws were noted as loose and were removed and replaced. The plate remained in the pt. This is the 6th of 6 reports submitted on this event.

Manufacturer narrative:
Investigation is on going; no conclusion could be drawn as no device was returned or part number or lot number provided.